Event description:
It was reported that a male patient had surgery on both eyes and has large halos. The patient stated that when he reads, the book can only be (1) one inch in front of him, but if he moves the book in any other direction he cannot see and it is out of focus and does not like these lenses. The surgeon wants to switch them out; however, the patient stated if it ends up with the same results, he rather not have the surgery again. In follow-up, it was reported that the patient was able to drive and conduct his normal activities. He is dissatisfied with the halos when driving at night. He was unhappy with the margin of vision one inch. He would like a longer margin. He wears glasses for the computer. No further information was provided. A separate medwatch report is being submitted for each eye.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There are no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within specification in terms of optical power. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.